Manufacturer narrative:
The review of the logs did not find any conclusive evidence. The visual inspection found specks of debris in between the screen layers. In addition, a split on the gnd wire was found, although this did not appear to short out during testing. Furthermore, the conductive tubing was missing of the front screen assembly. This was an error of the manufacturing and assembly process. It is not clear what local external influence interference there was at the time of failure. Therefore, a number of factors could have contributed to the error seen and no conclusive findings were able to be drawn.

Event description:
Perfusionist reported that the screen froze during a case, which led to the pump speed accidentally being adjusted to 6000 rpm. This was able to be rectified immediately and the case completed successfully. We conder inability to control the pump to be reportable, despite no harm to the patient involved.